Manufacturer narrative:
Recurrent hernia, not labeled. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt underwent a right inguinal hernia repair with mesh implant in 2008. The pt developed a sudden right groin pain while doing some yardwork 1-2 months following the procedure. The pt was examined and found to have a recurrent right inguinal hernia. The surgeon also observed that the pt had a hard "lump" in his right lower quadrant abdominal wall that was separate from the recurrent hernia. The pt was returned to surgery for repair. The surgeon observed that the mesh fractured in such a manner that the underlay portion was no longer connected to the overlay portion of the mesh. The underlay portion of the device reportedly migrated superior and lateral to the inguinal ring and could not be explanted under local anesthesia. Pt is recovering fine.